Event description:
Was given mastisol after surgery to remove a lump from neck. I believe it was used to attach steri strips. Then the area was covered by a 2" gauze and an airtight bandage. After 2 days I called the dr on call (it was a holiday weekend) because of the burning pain. He removed the outer bandage and all the skin inside that bandage was bright red, swollen, and blistered. It looked very much like a severe, and dense, case of poison ivy. The dr on call pulled all the bandages, applied a little ointment, recommended I start taking benadryl and I did, and said would improve. It didn't. When I went in to my post op follow-up on day 4, the surgeon was shocked and asked me to start using topical ointment benadryl. I've been doing that since this morning and seem to be stable. I (B)(6) mastisol and have seen many horror stories from people like me who have had serious allergic reactions to this drug. Please do some research and either ban it, or require doctors to do a pre-op test, or at the very least include a warning to look for symptoms so that proper counter measures can be started asap.